Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's blood glucose was unknown. It was reported that the customer was receiving no delivery alarms during bolus delivery and the fixed prime process. The customer stated the reservoir was not empty. Asked customer to deliver five units, and the customer stated that insulin did not exit the tubing. Advised customer to change the infusion set. Advised that a replacement infusion set would be sent. Nothing further reported.